Manufacturer narrative:
Customer has not yet returned the device to the manufacturer for device evaluation. When and if the device becomes available and is returned and evaluated the manufacturer will file a follow-up report detailing the results of the evaluation.

Event description:
It was reported that portex bivona flextend¿ tts¿ neonatal and pediatric tracheostomy tube cuff leaked. According to the report, the device cuff was inflated with sterile water and all of the water leaked from the device cuff within 24 hours of patient use. The device cuff not be re-inflated. No patient injury was reported.